Event description:
It was reported that during an unknown procedure, although the device could be fired at the first stroke of the first firing, the cartridge slid forward at the second stroke. Another device was used to complete the procedure. There were no adverse consequences for the patient. The nurse commented that the device had been loaded properly so that the click sound which would be heard when the cartridge was loaded properly had been heard. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.